Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted: (B)(6) 2008. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. The infection was initially treated with antibiotics, and the leads were later explanted and replaced. No further patient complications have been reported as a result of this event.